Event description:
It was reported that the customer allowed the pump battery to fully deplete, leading to the pump shutting off. The customer's blood glucose (bg) level level was 731 mg/dl. Bg was addressed via manual insulin injection. Tandem technical support assisted the customer in successfully charging the pump and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.